Manufacturer narrative:
Communication with hospital indicates this is the only batch received that were damp. Once moisture evaporated the mask was used. Device not returned to manufacturer for evaluation. All information known or reasonably known to battelle has been included in this submission.

Event description:
User reported moisture on the respirators in the shipment of decontaminated n95 masks. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.